Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the capacitor was faulty.¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the customer requested for the supply of capacitor part to maintain it in the stock, therefore the part (453564489001 - dfm100 assy capacitance) was delivered to the customer. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, there was no allegation against the device and no defects have been identified.